Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not successfully implanted due to unknown issue. This device was never in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was not successfully implanted due to high out of range shock impedance of greater than 200ohms. The implant defibrillation test showed an alert for an open circuit. Fluoroscopy revealed conductor damage near the pocket. This device was never in service, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.